Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil detachment handle (handle) and penumbra coil 400s (pc400s). During the procedure, the physician attempted to detach a pc400 using the handle, however, the coil did not detach. It was reported that the handle sounded different. The procedure was therefore completed using the same pc400 with a new handle. There was no report of an adverse effect to the patient.